Event description:
The customer stated that the audio alarm did not occur for the sector.

Manufacturer narrative:
The customer reported that no audible alarm occurred for one pt experiencing a critical incident and the pt expired. A philips field service engineer (fse), went onsite and found the device operating to specification. The fse collected log files and interviewed the customer. There had been a delay after silencing the alarm before the nursing staff had been notified. The pt was not able to be resuscitated. Logs were analyzed which revealed 20 red arrhythmia alarm events between 8:25 am and 8:35 am, most of which were silenced by a technician. There is no evidence of device malfunction. The device remains in use at the customer site.